Manufacturer narrative:
The device has been received for evaluation. The investigation is pending completion. E1 - this complaint was received through: (B)(6).

Event description:
Event occured involving a chemoclave® vented bag spike where the reporter reported that liquid could not drip during infusion of an unknown chemo drug. They stated that there was no damage on the set and no leakage. There was no bleed back reported. Two devices were said to be affected in this event. There was patient involvement, no harm to the patient but there was delay in critical therapy. They replaced the affected set with a new one and resumed therapy.

Manufacturer narrative:
Investigation summary: received one (1) used ch-14 chemoclave vented bag spike, one (1) used non-ICU medical infusion extension set with filter and one (1) used list# unknown spiros for inspection. No defects or anomalies noted. The ch-14 and spiros were each primed individually and while connected at 1 psig. There were no restrictions in flow. The reported complaint was unable to be replicated or confirmed. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint